Event description:
A malfunction alarm was reported. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the customer in resetting the device, after which the malfunction did not recur. The customer was advised to continue using the pump and to call back if the issue happened again, which they understood.